Event description:
It was reported that during a laparoscopic splenectomy procedure, the device fired fine for the first firing. It was reloaded with another white cartridge, fired and then would not release. The surgeon cut the spleen away from the stapler. A new device was loaded with another white cartridge and fired fine. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Jammed knife and damaged release button post. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Spleen. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? After firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, had to be cut away. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60w cartridge reload was loaded in the device; it was noted fully fired. In addition, two clips and several staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and one release button was found to be broken. A possible cause of this condition is the application of excessive external force over the button. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.